Event description:
A hemodialysis user facility has reported a combi set tubing leak occurred during treatment start up. A blood leak was noticed through pinholes in the tubing set. Estimated blood loss (for this report) was minimal. Facility administrator reported no pt ill effects or medical intervention was required. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacture. There was no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.